Event description:
An unused cassette was returned to baxter for evaluation in reference to an unrelated alarm on the home choice (hc). During evaluation of the sample, it was placed on the hc for priming, and the hc alarmed. When starting to reload the set, it was noted that solution was leaking from the back of the cassette. There was no patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was "damaged component". One set was received and visually inspected, and it was noted that the cassette sheeting was not completed welded in the corner, and there was an extra piece of plastic sheeting in cavity 1l. The set was placed on a homechoice, and a reload the set 158 alarm was noted. Solution was pouring from the back of the cassette during testing. A follow-up MDR will be submitted if any additional information is received.